Event description:
During evaluation at philips authorized repair facility, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mx40 for a no audio issue related to a speaker. No patient or user harm was had. The following functional tests were performed: a functional test by disassembling the device. Based on the information available and the testing conducted, the cause of the reported problem was due to a broken speaker. The customer was provided a replacement mx40.